Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo infusion set had an occluded cannula. The patient started experiencing high blood sugars. The patient's mother checked the blood glucose levels at dinner time and the result was 382 mg/dl. Two hours later, the post-mealtime blood glucose levels were reported at 341 mg/dl. When the blood glucose levels were checked at bedtime, a reading of 398 mg/dl was measured. A final blood glucose reading of 370 mg/dl was obtained. Through troubleshooting, it was determined that the cleo set was occluded. The site was changed and the patient received a bolus of insulin. No further adverse health outcomes were experienced.